Event description:
According to the reporter: a piece of rubber at the tip of the jaw fell into the pt cavity and was removed. No further issue was reported.

Manufacturer narrative:
Date of initial report: 05/29/2009.